Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right ventricular (rv) lead exhibited noise oversensing resulting in short spurts of pacing inhibition and false high ventricular rate (hvr) episodes. The rv lead was capped and replaced on (B)(6) 2025. The patient was in stable condition.